Event description:
This vizigo sheath was received by the biosense webster failure analysis lab as wrong device received. An investigation was performed to determine if there was an existing manufacturer reference number for this device. However, it could not be associated to any existing record. As a result, this record was created to analyze the returned device. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 09-apr-2025, observed several bents in the dilator and the hemostatic valve was dislodged from the brim cap. Bwi became aware of the hemostatic valve dislodged on 09-apr-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 25-mar-2025. Visual inspection and functional test of the returned device were performed following j&j procedures. Visual analysis revealed several bents in the dilator and that the hemostatic valve was dislodged from the brim cap. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force manipulation was applied. Additionally, the device was connected to the carto 3 system and it was recognized and visualized correctly. Deflection was tested and no issues were observed during the analysis. A device history record was performed for the finished device batch number, and no internal actions were identified. A hemostatic valve issue and a bent dilator were observed during the analysis. The potential cause of the broken hemostatic valve and damaged dilator could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: after the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the biosense webster inc. Analysis finding of the ¿hemostatic valve dislodged¿. -investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: guide (g04061) were selected as related to the biosense webster inc. Analysis finding of the ¿several bents in the dilator¿. Manufacturer¿s reference number: (B)(4).